Event description:
Patient suffered a right humerus fracture. She was initially treated non-operatively, but fracture failed to unite. Two years ago she underwent an open reduction and internal fixation; this fixation failed too and she subsequently underwent a second procedure for revision open reduction and internal fixation. The patient continued follow up care. Earlier this year she complained of pain and discomfort. Radiology films appear to confirm that the heads of the screws separated from the shafts of the screws. Patient will undergo a third surgery for replacement of the humeral implant.